Event description:
Pt. Had a common duct stone. During the ercp, the trapezoid was placed over the guidewire to capture the stone. When the stone was attempted to be removed, it would not move. Tried to crush the stone by hand without success. Tried to open the trapezoid and it would not open or close. Called representative. Tried to crush the stone and heard a noise. Thought the trapezoid pulled apart which it should do as a fail safe mechanism. It was still intact. Continued to inflate; heard another noise and the handle of the gun was broken. The physician then hooked the wire to the a universal handle. The wire broke. The physician was unable to crush the stone. The physician shortened the wire, taped the end and recovered the pt. The pt was admitted to the surgical unit and had surgery to remove the wire later the same day. The trapezoid failed to open and close or break the stone. It did not break away when unable to break the stone, the wire from the trapezoid broke when hooked to the universal handle. The remaining pieces of the trapezoid were given to the rep. Tip given to rep after surgical removal. Follow-up reveals: the trapezoid rx is a single use device with a three ringed handle attached, which broke during the procedure. A universal handle was attached to the exposed wires of the trapezoid. The intention was to grasp the wires with the universal handle to activate the fail safe break away mechanism for the basket. This did not occur and resulted in the surgical intervention to remove the wire.